Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit instances where the minute ventilation (mv) sensor did not respond as expected at higher rates.

Event description:
It was reported that this patient experienced shortness of breath (sob) and fatigue during exercise, despite ongoing troubleshooting with minute ventilation (mv) and accelerometer functions on this pacemaker. Technical services (ts) was contacted for assistance. Initial reprogramming in december increased the mv and accelerometer sensors. After several months of monitoring, exercise induced fatigue and shortness of breath continued. Mv and accelerometer sensors were reprogrammed for patient optimization. Further monitoring is expected. This pacemaker remains in-service. No adverse patient effects were reported.